Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy until the replacement pump arrived.